Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v183416, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Information was received from the patient that reported the complete deep brain stimulator (dbs) system was removed in (B)(6) 2009 due to a staph infection. Further follow-up is being conducted to determine what symptoms the patient experienced related to the infection and had the infection resolved. The patient was implanted for essential tremor.